Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable broken at the distal idler pulley. Frayed strands stick out at the instrument's wrist. Other cables at the wrist were not damaged. Conductor wires were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a mega suturecut needle driver instrument, a frayed wire on the distal end of the wrist was noted upon removing from a sonic washer. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.